Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be 'poor connection¿ with a potential root cause of 'loose wires at connection.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z3002/b220- unknown silicone temp-sensing catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the nurse was getting temperature discrepancies, and then the device was not working. She disconnected and reconnected the temperature probes, and the readings were noted at 97.3f (36.3c) for temperature 1 (rectal) and temperature 2 (esophageal) was 98.3f (36.8c).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was getting temperature discrepancies, and then the product was not working. She disconnected and reconnected the temperature probes, and they were reading, temperature 1 rectal 97.3f (36.3c), and temperature 2 esophageal 98.3f (36.8c).